Event description:
A nurse from the suer facility reports a lens exchange was performed due to an unexpected postoperative refraction. Additional information, including pt's outcome, has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewe and all documents indicate that product met release criteria. There have been no other complaints recieved for this lot number.